Event description:
Reporter indicated that the output current spontaneously changed from 2.25 ma to 0 ma on a vns therapy patient's pulse generator. In addition, it was reported that there was no change in the other parameter settings. The patient's generator was subsequently returned to therapeutic settings. Good faith attempts for further information are currently being made.